Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the syringe broke in the surgeon's hand at the ring used to push the plunger, at the moment of injecting the product into the urethral meatus. As a result, a new syringe had to be used. Please note that this incident had already occurred earlier this summer, causing a cut to the surgeon's hand, although no formal report was submitted at that time." Additional information received on august 29, 2025, indicated that "the operator was injured, and another syringe had to be used, which caused a delay in the procedure." 2 devices were involved. Associated mdrs: 3014909464-2025-00038.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the syringe broke in the surgeon's hand at the ring used to push the plunger, at the moment of injecting the product into the urethral meatus. As a result, a new syringe had to be used. Please note that this incident had already occurred earlier this summer, causing a cut to the surgeon's hand, although no formal report was submitted at that time." Additional information received on august 29, 2025, indicated that "the operator was injured, and another syringe had to be used, which caused a delay in the procedure."2 devices were involved. Associated mdrs: 3014909464-2025-00038 and 3014909464-2025-00040.